Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The additional device referenced is filed under a separate medwatch report number. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide device were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, an unspecified issue occurred with the first proglide device. When attempting to reposition the second proglide device it would not move and became trapped in the tissue causing a dissection of the artery. A foot break occurred with the device. A cut down was performed to remove the device, foot and repair the dissection of the artery. The sheath was upsized to 16fr and the tavr procedure was completed. The artery was sutured closed to achieve hemostasis. Although there was a reported delay in the procedure, there was no reported adverse patient sequela. No additional information was provided.